Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 27, 2020 - august 28, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which suggested a leak occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a infusor lv (large volume) leaked due to a flow restrictor becoming detached. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.